Manufacturer narrative:
Date of event and d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking. Patient involvement is unknown.

Manufacturer narrative:
G2 email is: (B)(4). Device evaluation: one device was returned for investigation. Visual inspection found the reservoir gasket is worn out and the quick connect corroded. Functional testing found the device was leaking from the bottom of the water tank cover. The complaint was confirmed. Root cause was attributed to a worn gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, o-rings and quick connector. Performed calibration. Device passed functional testing after the completed repairs.